Manufacturer narrative:
Mattress was replaced.

Event description:
It was reported via repair work order that the fire cover had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fire cover had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.